Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for peritonitis. One day after the peritonitis onset, the patient was treated with vancomycin hydrochloride for injection (0.5gm, every 6 hours, discontinued on same day) for peritonitis. Nine days after event onset, the patient was recovered from peritonitis. The same day as the peritonitis was recovered. Pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.